Event description:
It was reported by a customer in (B)(6) that, the 840 ventilator graphic user interface (gui) display was blank and the unit inoperable. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the issue, and uploaded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).